Event description:
Reportedly, during a low anterior resection (side-to-end anastomosis), the device failed to cut through the bowel wall but fired the staples. Endoscopic scissors were used to cut the anvil from the tissue and remove the instrument. Integrity of the anastomosis was demonstrated by the method using saline and air.